Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level increased to 530 mg/dl. Customer addressed the high blood glucose level with a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.